Manufacturer narrative:
Adeeb, n., moore, j., wirtz, m., griessenauer, c., foreman, p., shallwani, h., . . . Ogilvy, c. (2017). Predictors of incomplete occlusion following pipeline embolization of intracranial aneurysms: is it less effective in older patients? American journal of neuroradiology, 38(12), 2295-2300. Doi:10.3174/ajnr.a5375 the pipeline devices will not be returned for evaluation as they remain implanted in the patients. Based on the provided information, there does not appear to have been any defect of the devices during use. The events occurred in the patients post-procedure and the causes could not be conclusively determined from the provided information. MDR's related to this article: 2029214-2018-00336 2029214-2018-00337. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic literature review found reports of patient deaths after pipeline implantation. The purpose of this article was to assess predictors of incomplete occlusion after pipeline embolization device (ped) treatment. The authors retrospectively reviewed 380 aneurysms treated by 329 ped procedures in 329 patients. Of the 329 patients, 272 were female and 57 were male; the median age was 58 years. The article stated that four of the patients died: the causes of death were ischemic stroke (2 cases), early post procedure hemorrhage (1 case), or pretreatment aneurysmal sah (1 case).